Event description:
According to the reporter, during a cholecystectomy procedure, while suturing and when the surgeon wanted to do the second stitch, the needle detached and fell into the patient's cavity. The needle was retrieved with finger searching, and found the needle breakage in tissue and finally cut the tissue and got the needle. The surgical time was extended for about 5¿10 minutes. It was noted that an additional new suture used without an issue. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, while suturing and when the surgeon wanted to do the second stitch, the needle detached and fell into the patient's cavity. The needle was retrieved with finger searching, and found the needle breakage in tissue and finally cut the tissue and got the needle. The surgical time was extended for about 5¿10 minutes. It was noted that an additional new suture used without an issue. There was no patient injury.